Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent a pegj replacement, during the procedure it was found that the patient had a bezoar. The patient's tubing was replaced with a boston tube.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.